Event description:
Received info regarding a cartridge alarm 1 during a bolus delivery. Reportedly, customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.